Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled", "pacer disabled", "pacer fault", "paddle fault", "system fault 36" and "system fault 37" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.